Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Reportedly, the customer was using off-label and cold insulin. There was no adverse impact to the customer¿s blood glucose level. The customer declined troubleshooting with tandem technical support, and additional information could not be obtained.